Event description:
It was reported that the universal seal could not get pneumoperitoneum. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported insufflation issue did not lead to any intra-operative complications. There were no fragments that fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci products for evaluations, but evaluations have not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal seal for failure analysis investigation. The units were analyzed, and the following investigations were obtained: universal seal 1: the in sufflation port was broken apart from the floating cylinder. The broken piece was returned with the seal. Universal seal 2: there was no damage observed during visual inspection. The insufflation port was not broken, and the stopcock was not loose. No product issue was identified. The complaint was confirmed by failure analysis with first universal seal. The probable root cause of the torn seal is attributed to damage during various handling points, including manufacturing, installation, or use.

Event description:
Refer to h11 for follow-up information.